Manufacturer narrative:
The insulin pump was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of cracked lens on the insulin pump. The customer's blood glucose reading was 275 mg/dl. The customer stated that he had crazy readings for his sugars and his diabetes teacher told him that the lens on the front of the pump was cracked. The customer stated that his sight was not good at all so he was not sure how the damaged happened. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.